Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported unresponsive keypad/bolus button issues. No damage found to bolus button: the bolus button responded appropriately. The bolus button was removed and no damage found. The keypad was removed and no damaged/misaligned contacts found, no evidence of contamination found.

Event description:
The patient contacted animas on (B)(6) 2012, alleging that all of the keypad buttons, as well as the audio bolus button, started responding intermittently with delayed response the week prior to the call. The patient stated there was no trauma or moisture to the pump. The patient reportedly wore the pump attached to a belt in a case and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged keypad malfunction which remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.